Event description:
A report was received that the patient is experiencing charging difficulty. A bsn representative analyzed the patient's database and confirmed premature battery depletion. An ipg replacement surgery is recommended.

Event description:
A report was received that the patient is experiencing charging difficulty. A bsn representative analyzed the patient's database and confirmed premature battery depletion. An ipg replacement surgery is recommended.

Manufacturer narrative:
Additional information was received that the patients ipg will not be replaced as the patient does not want to undergo any surgeries. A review of the manufacturing documentation of the ipg revealed no anomalies or deviations potentially related to the reported event occurred during manufacturing.